Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error and had to press buttons couple times to respond. Customer's blood glucose level was unknown. Customer reported that insulin pump locked up before and was unresponsive. Customer stated that they had to rewound more than once per prime and screen had rainbow effect. Customer noticed rewound was slower and insulin pump received failed battery test alarm. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.